Event description:
Philips received a complaint from the customer on the v60 indicating a nav-ring issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Upon review of the record, the issue does not meet the reportability criteria and was reported in error. There was no allegation of a product malfunction.